Event description:
It was reported that the patient charged for 45 minutes to go from 80% to 100% but the controller didn't beep as was expected. They hit the up/down button to see the screen and it would not show the screen but they did still have the green light on the controller. Next, they charged for 30 minutes from 80-100% and the controller screen would not light up at all even if they hit the up/down buttons. They plugged the recharger in and the controller would not light up. Sometimes the controller would not turn on and they had to reset the controller to get it to respond. The next time they used the controller they took the lithium battery out to reset the controller before using it. This morning the system seemed to be working as intended. The patient was convinced the charging mechanisms were acting up. They mentioned that they needed to keep their controller on their stomach when they were lying in bed charging (they put the recharger under them while in bed charging and they could feel the bump of their stimulator to know where to put the recharger) otherwise they would get a message saying that it needed to "see the device."

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4)) h3: analysis of the controller (serial# (B)(6) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.